Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of the facility medwatch (B)(4).

Event description:
It was reported a patient underwent an umbilical hernia repair on (B)(6) 2013 and suture was used. During the procedure the needle broke into two pieces. The needle fragment was found using a c arm. The incision was enlarged and the fragment was removed from the patient.